Event description:
It was reported that one year after implantation it was found that the connection screw 15mm was loose. Bold insert and axis from the femur size 7 were replaced.

Manufacturer narrative:
Results of investigation: it was reported that one year after implantation it was found that the connection screw 15mm was loose. Bold insert and axis from the femur size 7 must be replaced. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that as to date, the requested surgical records and x-rays have not been provided to fully evaluate the reported event. Therefore, no further assessment is warranted at this time. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time, or patient medical conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.